Event description:
It was reported that the pump touch screen was unresponsive, and the battery was not holding charge. No reported impact to the customer¿s blood glucose level. Further information regarding the event could not be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.